Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 435 mg/dl at the time of incident. Customer stated they receive sensor updating and change sensor alert. Customer did not provide any symptoms and treatment related to high blood glucose. It is unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.